Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30416555m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient ((B)(6)) underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Approximately 90 minutes since the procedure was started. After transseptal there was a decrease in blood pressure. Echocardiography showed pericardial fluid retention. After draining, blood pressure recovered, and the procedure was continued. The patient was followed-up in the ward after completing the procedure. The physician¿s commented that since the respiratory fluctuation was large during the atrial septal puncture, it is thought that it occurred at that time. It seems that the causal relationship with biosense webster products is low. The event occurred during use of biosense webster products. There was no evidence of steam pop. There was no errors displayed on biosense webster equipment during the procedure. The physician¿s opinion is that the cause of the adverse event was patient condition. The patient¿s condition has improved. It is not clear which device was in use at the time of the event. The event is conservatively reported under the ablation catheter (thermocool® smart touch® sf bi-directional navigation catheter).